Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/3/2021 h.6. Investigation: a sample was returned for investigation. Through visual inspection, the customer complaint was verified. A white styrofoam like substance was found inside the sealed packaging along with dirt. A device history record review for model 2426-0007 lot number 19015503 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. An investigation was performed by the manufacturing plant. A chemical analysis was performed in order to determine what the substance inside the packaging was. The sample was also compared to a sample of the plaster on the walls of the site to determine if it was an issue that occurred from material used in the manufacturing process. The chemical composition determined the substance was glucose hydrate, which is different from the plaster wall sample. The material found is a nonmanufacturing material, making this an isolated incident. The root cause was determined to be an error in the manufacturing process, as well as an error with the 5w problem solving tool that is used to defect this type of failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #19015503 regarding item 2426-0007. H3 other text : see h.10

Event description:
It was reported that a as lvp 20d 3ss cv had foreign matter before use.the following was reported by the initial reporter:"hello, ref # 2426-0007 has dirty plaster or foam sealed inside the bag it was removed before it was released for patient use."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d 3ss cv had foreign matter before use. The following was reported by the initial reporter: hello, ref # 2426-0007 has dirty plaster or foam sealed inside the bag it was removed before it was released for patient use.